Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device displayed a whitescreen software error and sounded an alarm from the secondary speaker.